Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed on how to press the button effectively, but the issue persisted, leading to a decision by technical support to replace the pump.